Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient reported for left side capsular contracture grade unknown, fluid and small intracapsular rupture and pain. Patient reported "lobulated contours, at the expense of various accommodation pleats". The device remains implanted. Treatment: paracetamol and muscle relaxant.